Event description:
Not known - "at the end of surgery, the surgeon found that the plastic of the port cracked and a small piece of the port was missing. The piece could not be found at the end of surgery. The surgeon was mr. (B)(6)."patient status - "currently fine."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the cannula was fractured at the proximal end of the cannula shaft, and cracks were present near the fracture. The cannula being exposed to various forms of applied stress in conjunction to being attacked by lipids over the duration of a procedure could lead to the potential fracture of areas on the cannula. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching device enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.